Event description:
White crystals were discovered clogging the nozzle, auxiliary water channel, and insertion tube.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. New information added on fields: h3 and h6. Correction on field: b5, e1 and h6 (component code: nozzle and access port were omitted in the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was clogged in the subject device. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the gastrointestinal videoscope had a clogged auxiliary water tube. The issue occurred during preparation for use of a diagnostic gastroscope procedure. There was no delay, the patient was not under anesthesia, and the procedure was completed with a similar device. There were no reports of patient harm or injury.